Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set disconnected from a 3-way port which resulted in a leak. This issue occurred during propofol infusion for a dental procedure. The tubing was found on the ground and it was noted the patient had passively bled into the operating room table which had an absorbent material under the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.